Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Suspected outflow graft thrombus was unable to be confirmed through evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no images were submitted of the suspected thrombus. Evaluation of (B)(6) confirmed a buildup of tissue between the outflow graft and outflow graft bend relief that appeared consistent with extrinsic outflow graft obstruction. (B)(6) was returned assembled with the pump cable severed approximately 12.0¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. Approximately 10.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was returned secured with the cuff lock engaged. Buildup of tissue between the outflow graft and outflow graft bend relief was discovered that appeared consistent with extrinsic outflow graft obstruction. Examination of the lumen of the sealed outflow graft and graft attachment revealed no hard or denatured depositions/thrombus formations. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files and the left ventricular assist device (lvad) event and periodic log files retrieved from the returned device were reviewed. The pump operated at the set speed without issue. Low flow alarms were captured throughout the log files, as well as a downward trend in estimated flow. Although low flow was captured, a specific cause for the low flow could not be conclusively determined through evaluation of the log files; the device appeared to be functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of heartmate 3 lvas, including pump thrombosis. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and "attaching the sealed outflow graft to the aorta.¿ verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 1 of the IFU provides an explanation of pump parameters, including speed, flow, power, and pulsatility index (pi). Device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 7 of the IFU provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the patient was transplanted on (B)(6) 2023, however, the patient passed away on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information reported that the obstruction observed was thrombus. The patient was planned to be presented to the specialty board for evaluation of orthotopic heart transplant (oht). The patient was transplanted due to the thrombus, however, the patient passed away on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted. Patient was seen in emergency department for multiple low flows alarms after a diuretic challenge due to complaint of abdomen bloating. Mean arterial pressures (map)s were within normal limits and patient's labs were not concerning. Log file review revealed low flow events on (B)(6) 2023 evening with flow hovering around the 2.4-2.5 lpm range. Pulsatility index (pi) values were on the low end in the 2-3 range. Additional information stated that the patient had a outflow graft obstruction, not providing adequate output. The patient was admitted in intensive care unit (ICU).